Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Trial liner would not solidly engage with the cup/trial impactor extractor.

Manufacturer narrative:
An event regarding thread damage involving a trident window was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection confirms the reported thread damage. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been similar previous reported events. Conclusions: the event is related to complaints investigated under a CAPA. The CAPA identified the potential for cross-threading of the trial and mating cutting edge impactor/positioner during assembly which could contribute to thread damage over time. As a result, this device was made obsolete and a new design with different material was launched.

Event description:
Trial liner would not solidly engage with the cup/trial impactor extractor.